Manufacturer narrative:
A2) patient age - average patient age: not provided. A3a) patient sex - sex of majority of patients involved: 83% male. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defects (occlusion), perforation, and myocardial infarction are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 18aug2021) ¿the therapeutic effects of excimer laser coronary atherectomy therapy for in-stent restenosis chronic total occlusions¿. The study retrospectively aimed to evaluate the safety and efficacy of excimer laser coronary atherectomy (elca) in patients with in-stent restenosis chronic total occlusions (isr ctos). A total of 59 patients were enrolled in the study between december 2017 and september 2020. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 2 patients experienced coronary slow flow/no flow, 2 patients experienced coronary perforations requiring pericardiocentisis, 3 experienced pci related myocardial infarctions (mi), and 2 experienced target lesion revascularization (tlr). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 18aug2021 has been used, the date of publication. Li h etal_2021_the therapeutic effects of excimer laser coronary atherectomy therapy for in-stent restenosis chronic total occlusions. Li et al. Bmc cardiovasc disord (2021) 21:399. Https://doi.org/10.1186/s12872-021-02208-x pmid: 34407770 this report captures the 2 slow flow/no flow, 2 perforations, 3 mi, and 2 tlr that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.